Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s plunger piece became stuck, preventing proper disconnection and prompting the user to stop pump use and perform manual injections; user indicated they would remove the cartridge first and then rewind, and the affected component was the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.